Manufacturer narrative:
The investigation for the reported access site bleed, positioning issues, and high purge pressures has been completed. The impella device was not returned for investigation. However, clinical details provided were sufficient to determine the root cause of the many issues. Bleeding was reported from multiple access sites. The cause of the access site bleeding issue was most likely patient condition related since patient had multiple access site bleeding. As far as positioning issues, data logs were reviewed which showed several "impella position in aorta" alarms with noted saturation in pump flow. This condition was happened after changing pump to different console (aic) and it was resolved after some time. The cause of the positioning issue was most likely patient movement, as the issue occurred after transferring the patient to a higher level of care and was resolved after repositioning. As far as high purge pressure, data logs shows the quick spike in purge pressure, which was resolved within 7 minute with one intermediate resolution in purge pressure. The cause of the issue high purge pressure was most likely kinked purge line, based on data log review. Clinical details were not sufficient to determine the root cause of the limb ischemia. Therefore the root cause of the limb ischemia could not be determined. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
Additional information provided states the patient had ischemia to the access site leg and ECMO leg was also reported. It is unknown when the limb ischemia began. It was diagnosed through a cold foot and a distal limb perfusion catheter was placed to try to resolve the issue; it was unsuccessful. The patient has peripheral vascular disease. The pump remained on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a male patient on impella cp support experienced bleeding from the access site for which the patient had to receive blood products in order to make the patient hemodynamically stable. Additionally, the patient also experienced an impella cp in the aorta alarm and a high pressure alarm. The medical staff therefore had to reposition the pump. The patient is still on impella support, however he is in a critical condition.